Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 13 apr 2026, senseonics was made aware of an incident where user received a high ambient light alert which resulted in an early sensor removal.